Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results / method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to a (B)(6) patient. It was reported the underwent an MRI on their shoulder after being in a motor vehicle accident. Their ipg could no longer communicate with their programmer device following the procedure because the patient didn't place their ipg into MRI mode. As a result, the patient plans to undergo surgical intervention to address the issue.